Manufacturer narrative:
The pump passed the displacement test, displacement accuracy test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and selftest. Possible under delivery anomaly not confirmed. Prime/fill anomaly not confirmed.

Event description:
Customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose level was 12.3 mmol/l at the time of incident. Customer¿s current blood glucose level was 17 mmol/l. Customer was treated with manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer does not allege pump was under delivering. Customer was able to see the drops they primed it manually but not with the insulin pump. The insulin pump will be returned for analysis.